Event description:
It was reported that during a rectum cancer resection procedure, the generator alarmed and displayed error code 5. The blade broke and was removed with a surgical device. Another like device was used to complete the procedure. There was no patient consequence.